Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 06-aug-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 06-aug-2024 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 13-nov-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 13-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 13-nov-2024 in the formatted history file. Sensorerroralert (801) was found on: (B)(6)2024 02:13:19.000, 11/09/2024 02:23:00.000 (B)(6)2024 13:43:21.000 (B)(6)2024 15:03:20.000 (B)(6)2024 01:06:30.000, 11/11/2024 01:16:00.000 (B)(6)2024 03:11:29.000, 11/11/2024 03:21:00.000 (B)(6)2024 02:41:32.000 (B)(6)2024 06:11:33.000 lostsensor1alert (780) was found on: (B)(6)2024 23:23:00.000 lostsensor2alert (781) was found on: (B)(6)2024 23:48:00.000 (B)(6)2024 23:58:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6)2024 22:35:28.000 (B)(6)2024 22:45:00.000 power loss alarm was found on: (B)(6)2024 22:48:03.000 (B)(6)2024 22:48:11.000 pump error 23 alarm was found on: (B)(6)2024 22:46:04.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during the testing. Pump error 61 (stuck key alarm) was found on: (B)(6)2024 13:43:44.000 (B)(6)2024 13:53:01.000 no pump error 61 (stuck key alarm) noted during the testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 490 mg/dl. The customer reported hyperglycemia. The event involved product(s) mmt-7040a, mmt-1884l, mmt-431ag, mmt-342. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-431ag and mmt-342.